Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that three months post placement of a vascular stent, an in-stent restenosis was detected and the blood flow was found to be impaired. Pta was performed with a good result to treat the reported in-stent restenosis. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the images provided, no indication for an irregular stent placement or defect of the implanted stent was found. No indication for a relation between the reported in-stent restenosis and the stent could be determined. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside non-defective stents that were implanted correctly. Restenosis may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction, or abnormal vessel geometry caused by stent implantation. Also an irregular stent placement or an insufficient pre- or post-dilation may contribute to the reported event. The reported application represents an off-label use of the device which may be another contributing factor. On the basis of the images provided and the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Furthermore, the IFU states that post stent expansion with a pta catheter is recommended and pre-dilation of the lesion should be performed by using standard techniques. In addition, the IFU states that the lifestent vascular stent is intended for primary stenting of de-novo or restenotic lesions of the peripheral arteries. (B)(4).

Event description:
It was reported that three months post placement of a vascular stent, an in-stent restenosis was detected and the blood flow was found to be impaired. Pta was performed with a good result to treat the reported in-stent restenosis. There was no reported patient injury.